Event description:
Total parenteral nutrition administered through a pump to a central line. Pump was set at 650 cc/hr (nurse thought she entered 65/hr). Pt received 1600 cc in the less than 3hr. Pt became confused with respiratory distress progressing to comatose state and death.